Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The patient was admitted to the hospital for a percutaneous coronary intervention (pci). The patient underwent a successful pci to the mid left anterior descending coronary artery and was noted to be stable during the procedure. Following the procedure, the patient later declined, and the decision was made to bring the patient back to the cardiac catheterization lab (ccl) for right heart catheterization and a possible impella implant. Upon arrival at the ccl, the patient¿s heart rate was 40 beats per minute. A temporary pacemaker was placed, followed by an impella cp. During the initiation of support, the patient¿s heart was noted to not be moving on fluoroscopy even though the pacemaker was capturing. Impella support was initiated with a peak pump flow of 2.8 l/min and then began to decline. Abiomed clinical support advised the physician that this was likely due to a drained ventricle with no refill occurring, possibly due to pulseless electrical activity (pea) arrest. Compressions were initiated and epinephrine was administered. After 5 minutes, cardiopulmonary resuscitation was paused and return of spontaneous circulation was achieved. A femoral arteriogram revealed there was no flow past the impella sheath. The peel-away sheath was removed, and a repeat angiogram revealed flow was re-established down the leg. On day 2 of impella cp support, the medical team reported that the anticontamination sleeve separated from the distal touhy lock. The medical team was advised to clean the portion of the catheter that had been exposed and then place tegaderm around the sleeve and touhy lock. On day 6 of impella cp support, it was noted that the patient¿s lactate was trending up, however it was unclear if the patient had options for advanced support or escalation of support. The following day the patient was weaned from the impella cp to receive and magnetic resonance imaging of the brain. It was noted that the patient was intubated throughout the entirety of impella support without recovering cognitive function. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. This complaint involves two automated impella devices: impella cp with serial number (B)(6). 14fr introducer with serial number (B)(6). This MDR specifically addresses 14fr introducer with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
A4 is unknown. Investigation summary: peri-procedural adverse event (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review all introducer from batch #s9299658 passed all inspection checks.